Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros troponin I es results were obtained from two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. The most likely assignable cause is analyzer related, as pre-service and post-service within-run tropi es precision tests were outside of ocd guidelines, indicating the vitros 5600 system was not performing as intended. The investigation of the vitros 5600 system is ongoing. Based on historical vitros tropi es quality control data, a reagent issue is not a likely contributing factor; however, it cannot be entirely ruled out as the level 1 control does not adequately evaluate performance of the vitros tropi reagent for samples with a troponin I concentration < url (0.034 ng/ml). In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results from two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. Patient 1 result: 6.84 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 1.40 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result from patient 1 was not reported from the laboratory and there was no allegation of patient harm made. The result from patient 2 was reported from the laboratory and the patient was treated with two anti-platelet drugs (aspirin and aggrastat) and one anti-coagulation drug (heparin) due to a falsely elevated troponin I result. The patient also received a diagnostic cardiac catheterization. A corrected report was issued to the physician and all treatment was discontinued. There was no allegation of patient harm as a result of this event. Per ocd medical consultant: if this patient did not experience any serious adverse reactions to the medications or to the cardiac angiography procedure during the hospital stay, long term serious health risk due to this incidence is not anticipated. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).